Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 9:45 am, the patient obtained the blood glucose readings of 99 mg/dl, 105 mg/dl, 249 mg/dl, 242 mg/dl and 240 mg/dl on the reported meter within 20 minutes. Five minutes afterwards, the patient experienced the symptoms of frequent urination and thirst. The patient administered self-treatment with insulin; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The meter readings correlated with the symptoms and treatment. However as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B) (4). 'Required intervention' has been de-selected.

Event description:
On (B) (6) , 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall the date and time when the alleged issue began. In addition to oral medication, the patient stated she also manages her diabetes with diet and/or exercise. After the product issue began, the patient indicated she continued with her usual diabetes regimen of 100 mg of januvia and 100 mg of metformin. It is not known if the patient tested with another device after the reported issue began. As a result of the reported meter issue, the patient claimed she felt shaky, possibly one month after the alleged issue began. The patient denied receiving any treatment in consequence to the reported issue.at the time of troubleshooting, the cca verified that the subject meter did not turn on with the power button and /or test strip. Replacement products were sent to the patient.based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.